Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "replace sensor" message when scanning the adc device. The customer stated on the form that they experienced a loss of consciousness and/or seizure due to this issue, but did not required third-party intervention. However, no further information is available. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a "replace sensor" message when scanning the adc device. The customer stated on the form that they experienced a loss of consciousness and/or seizure due to this issue, but did not required third-party intervention. However, no further information is available. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.